Manufacturer narrative:
H6 correction.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead was exhibiting decreased r-wave amplitude sensing. No changes or intervention was reported. The patient was in stable condition.